Manufacturer narrative:
Tandem's t:slim user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to reuse a cartridge, and received an inaccurate fill estimate. Reportedly, the cartridge had 40 units of insulin remaining, and the customer added approximately 260-280 units of insulin when going through the load process. Recommendation was made by tandem technical support not to reuse cartridges as it can lead to inaccurate fill estimates. There was no impact to the customer's blood glucose level.